Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed that one handle of the device had separated and that the blade was stuck in the forward position. Upon further evaluation, it was found that an internal post in the handle had snapped, causing the handle to separate enough for the blade to become disengaged and stuck in the forward position. The root cause of the stuck blade was a snapped post in the handle. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. Additional information was requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Ovarial carcinoma (via laparotomy) - "procedure: laparotomy: ovarial ca. Fine fusion was used for fine preparation on ovary. After about 1 1/2 hours the scapel blade was not switched back into the instrument. Or-time before: during the surgery the instrument was cleaned with a wet compress." Additional information received via email 20 june 2016: ":it was used for fine structures and vessels : they have cleaned it more often : the surgeon has no resolution??." Patient status: unknown.